Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation and unsatisfactory result".

Event description:
Company representative reported on behalf of healthcare professional right side "deflation and unsatisfactory result". Device has been explanted.

Event description:
Company representative reported on behalf of healthcare professional right side "deflation and unsatisfactory result". Device has been explanted.